Event description:
It was reported that during a colon procedure, would not cut and would not coagulate. There was no adverse pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the lcsc5 device was returned with the clamp arm detached. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.